Event description:
The customer reported a diluent leak contained in the coulter® lh 780 hematology analyzer that is coming from the tubing above pm2. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Service was not dispatched for this event. Customer technical specialist (cts) / call center personnel guided customer through replacing tubing on the rbc diluent dispense pump, pm2. As of (B)(4) 2014, there have been no further calls related to pm2 leak issue. (B)(4). Cts trouble shot with customer on phone.